Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. The pump was received with a minor scratched display window. The pump was received with a cracked case at the display window corner. The pump was received with cracked battery tube threads. The pump was received with a cracked reservoir tube lip. The pump was received with a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she had unresponsive buttons on the insulin pump. Customer's blood glucose was 104 mg/dl. Customer stated that she checked her blood glucose and took her pump off so that she could take a shower. Customer locked the pump but when she went to unlock it, the buttons were unresponsive. Customer stated that she was cleaning and had the pump up against her skin. Customer stated that she was also sweating. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.